Manufacturer narrative:
(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement ex-plantation; (B)(6) private hospital (B)(6) 2018 - primary implant date unknown - within last four weeks at (B)(6) private hospital. Arthroplasty prosthesis removed due to infection ((B)(6)) cement spacer prosthesis implanted. Male patient initials (B)(6). No further information available.  Unknown jrn: pinnacle sector gription 62mm acetabular cup. Unknown jrn: 36mm liner lipped?  Unknown jrn: corail femoral component.  Unknown jrn: 36mm femoral head.